Manufacturer narrative:
Device investigation is in progress. When results of evaluation and investigation become available, supplemental follow-up will be submitted.

Event description:
Customer stated that the baby had been receiving treatment for 12 hours, but had no change in its lab values. Customer stated that the patient received another treatment with a working lamp and the lab values were corrected.